Manufacturer narrative:
A .018¿ 300cm sv5 short straight (st) peripheral steerable guidewire (pgw) unraveled inside a patient. The wire came back but was still seen on fluoroscopy. The user had to uncap an unknown sheath to remove the unraveled wire. There was no reported patient injury. The product was returned for analysis. Per visual analysis, the coil wire presented in an unraveled\stretched condition at the distal core wire (ribbon). No other damages or anomalies were observed. A functional analysis was not performed. Per microscopic analysis, the distal tip was reviewed using a vision system to magnify the damaged area. A separation condition was observed at the distal tip. Sem results revealed the separated area of the body of the pgw .018 sv short 300 cm st unit presented evidence of tension marks and plastic deformation resulting in diameter reduction on the wires of the unit. Also, a twisted condition and ductile dimples were found on the separated coil wire surface. The tension marks, ductile dimples, the plastic deformations resulting in a diameter reduction and tension marks, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material of the guidewire was induced to a tensile force that exceeded the wire material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 35261392 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿guidewire~ withdrawal difficulty-from vessel¿ was not confirmed due to the nature of the complaint and the condition of the returned unit. The exact cause of the reported event could not be conclusively determined. The reported ¿distal tip wires ¿ unraveled/stretched - in patient¿ was confirmed. An unraveled\stretched condition was observed at the distal core wire (ribbon). Also, a separated condition on the distal tip was noticed under the vision system. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as operator technique, or vessel characteristics, although unknown, could have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control.¿ neither the phr nor the product analysis available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A .018¿ 300cm sv5 short straight (st) peripheral steerable guidewire (pgw) unraveled inside a patient. The wire came back but was still seen on fluoroscopy. The user had to uncap an unknown sheath to remove the unraveled wire. There was no reported patient injury. The device will be returned for evaluation. The event date is not known.